Manufacturer narrative:
(B)(4).

Event description:
The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4). A non-medtronic service provider evaluated the ventilator and reported that the compressor was opened and the muffler outlet filter, flow pump, and water trap filter were cleaned, which resolved the issue. Medtronic was not authorized to conduct the repair.

Event description:
It was reported that the ventilator's compressor was inoperable. Patient involvement information was not provided by the customer.